Manufacturer narrative:
One used flat filter was returned. It was found that the male connector of the returned flat filter was broken at the base and was missing. It is possible that the connector failure was caused by the flat filter supplier's manufacturing process. Additionally, it is possible that the operator at the manufacturing may have overlooked this abnormality. Informed the production workers in the kitting process about the occurrence of this event and alerted them to the visual inspection of flat filters. The inspection manual will also be revised. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that "liquid leakage occurred from the filter section during patient use". There was patient involvement and no patient harm/adverse event reported.